Manufacturer narrative:
Correction: describe event or problem: it was reported that the bd microfine¿ plus insulin syringe needle broke off into the patient's vein during the injection of heroin, requiring "medical care" to remove. However, the type of medical intervention was not specified by the customer. The following information was provided by the initial reporter: a client complained that a needle of bd insulin syringe (ref 320931) broke during injection and stayed in vein, therefore medical care was required. The needle broke at the connection to a plastic syringe. The syringe was used by the drug addicted person for injection of heroin. Investigation summary: customer returned (100) 1cc, 12.7mm, 29g syringes in sealed poly bags with the shelf carton from lot # 7233914. Customer states that the needle broke during injection and stayed in the vein. Thirty out of 100 returned syringes were examined and no bent or broken cannula or any other defects were observed on these syringes. A review of the device history record was completed for batch# 7233914. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200711382, 200712187] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd microfine¿ plus insulin syringe needle broke off into the patient's vein during the injection of heroin, requiring "medical care" to remove. However, the type of medical intervention was not specified by the customer. The following information was provided by the initial reporter: a client complained that a needle of bd insulin syringe (ref 320931) broke during injection and stayed in vein, therefore medical care was required. The needle broke at the connection to a plastic syringe. The syringe was used by the drug addicted person for injection of heroin.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿ plus insulin syringe needle broke off into the patient's vein during the injection of heroin, requiring "medical care" to remove. However, the type of medical intervention was not specified by the customer. The following information was provided by the initial reporter: "a client from national institute of public health complained that a needle of bd insulin syringe (ref (B)(4)) broke during injection and stayed in vein, therefore medical care was required. The needle broke at the connection to a plastic syringe. The syringe was used by the drug addicted person for injection of heroin."